Manufacturer narrative:
(B)(4). Evaluation summary: the perclose proglide device was returned partially deployed. All of the device components were returned except for the plunger for this device. The anterior cuff was returned in the foot pocket with the tabs intact. This finding indicates the needle was deflected away from the foot pocket during deployment. The complete suture was returned mostly pulled out of the device. The posterior cuff was attached to the needle tip with the link and the link was intact. Both of the foot pockets were examined and no needle strike marks were detected indicating the anterior needle was deflected away from the pocket during deployment. These findings are consistent with and confirm the reported cuff miss. A different plunger was returned with the device as evidenced by the anterior cuff being attached to the anterior needle tip of the additional plunger. The plunger used in this procedure was not returned. During testing, a proxy plunger was inserted into the device to test the needle trajectory and the result was acceptable. The anterior cuff was captured (attached to the needle tip) during trajectory testing. The needle trajectory of each device is inspected during manufacturing. A cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Reportedly, the common femoral artery was moderately calcified. The perclose proglide instructions for use states the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. The cause of the cuff miss appears to be related to the operational influences during use of the device and not a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on this investigation there is no indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that an arteriotomy closure using a perclose proglide device was attempted in the moderately calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela reported. Reportedly, the physician is trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site.